Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
A third party service provider inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The gui pcb was returned to medtronic/covidien and the reported condition was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an 840 ventilator during use, white smoke rose up from the rear part of the monitor and burning smell was confirmed. An alarm was generated and the screen failure lamp lit then the safety valve opened. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection was performed and found a component capacitor (c898) had thermal damaged. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A breath delivery (bd) pcb was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated. If information is provided in the future, a supplemental report will be issued.